Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer needed to perform a site change but attempted to go through the entire load sequence with the same cartridge instead. During the load process, the pump requested for a new cartridge with a minimum of 50 units be loaded. There was no impact to the customer's blood glucose level.